Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave an error 1871. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed no labels were removed; the screen was scratched but in good condition. During functional check, the reported complaint was duplicated. The motor was activated and the device went into error 1871. The root cause was the motor. The motor was replaced.